Manufacturer narrative:
Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened act button dome switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarm button error and the buttons were unresponsive. The customer's blood glucose was 126 mg/dl. Nothing further was reported.